Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2008, the patient underwent repair of an abdominal hernia. A bard/davol ventralex mesh, was implanted in patient during this repair. On (B)(6) 2018, the patient underwent surgery to remove the failed ventralex mesh. Exploratory laparotomy with lysis of adhesions, removal of multiple previous failed permanent meshes, incisional hernia repair with xenmatrix underlay mesh right external oblique component separation with muscle advancement were performed. The patient continues to suffer complications as a result of the patient's implantation with ethicon multi-layered hernia mesh and ventralex mesh. On (B)(6) 2006, a phs was implanted in the patient's umbilicus to repair a umbilical hernia. 05/27/2008, a proceed was implanted in the patient's abdomen to repair a incisional hernia. 06/29/2010, a proceed was implanted in the patient's abdomen to repair an incisional hernia. The bard/davol ventralex mesh is defective. The bard/davol ventralex mesh implanted in the patient failed to reasonably perform as intended. The bard/davol ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.